Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: customer informs that when they have performed the latero-lateral anastomosis it has created a fistula. The patient was injured. There was no extension of the surgery time by more than 30 minutes. It was necessary re-operate. The patient expired due to secondary complications because of the digestive fistula.